Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon device check, several automatic mode switch events that appeared to be right atrial lead noise were noted. Most of the episodes were very short. No changes were made. The patient never felt symptomatic and would be monitored.